Event description:
On (B)(6) 2013, the reporter contacted lifescan us alleging an unusual issue. The customer alleged that they "plugged charger into wall socket and it began sparking." A replacement cable has been sent to the customer. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.